Manufacturer narrative:
High impedance was reported to abbott. No devices were returned for evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17229. It was reported the patient experienced ineffective stimulation. Diagnostics indicated one lead had high impedances, and the other lead was observed to have migrated. In turn, both leads were explanted and replaced to address the issue. Therapy was restored.